Event description:
It was reported that a motor stall occurred after and due to a magnetic resonance imaging (MRI) scan. Reportedly, the stall never recovered and reprogramming was required. Further information noted that the MRI occurred on (B)(6) 2014. The motor stall was not recovered by the pump itself and the pump log data were not controlled after the MRI. At the ¿(B)(6)¿ the critical alarm occurred due to the motor stall over a long time and nobody had recognized the alarm. The alarm was shown at the next refill which was on (B)(6) 2015. The pump was programmed and the motor stall was recovered. Due to the fact that the pump was stopped that long and that the elective replacement indicator (eri) would occur in three months, the pump was to be replaced to be sure the pump would work appropriately. The date of when the pump was to be replaced was initially not known. No patient symptoms were reported associated with this event. At the time of the report the patient's status was reported as alive-no injury. Diagnostic testing/troubleshoot ing included checking the logs. The product issue was reported as resolved and the cause ¿unknown, or n/a.¿ this device system delivered lioresal and palladon. The pump was later explanted on (B)(6) 2015 and being returned for analysis. Additional information was requested to verify patient status after replacement and to clarify the reported motor stall and alarm details. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. The device met specification.

Event description:
It was further reported that it was possible that it was a false motor stall and the pump had recovered. The pump was not checked again the eri was greater than six months so the physician replaced the pump rather than having had to replace the pump three months later. No further information was available. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.